Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7209534; medical device lot #: unknown; medical device expiration date: 07/31/2022; medical device expiration date: unknown; device manufacture date: 09/05/2017; device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath IV catheter had sticky foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: "the device history report for lot number 7209534, 4325589, 4085371 and 3172184 were reviewed, no related abnormalities were found. Material number 381157 for lot 7209534, 4325589, 4085371 and 3172184 were manufactured on aug-31-2017, dec-19-2014, aug-05-2014 and jul-12-2013 respectively. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A sample was provided for the purpose of aiding our quality engineer's investigation, inspection of the device found excessive silicon on the devices. The most probable root cause for this issue is related to the manufacturing process, silicon lubricant is applied to the catheter. Bd engineers have initiated corrective actions in response to this issue, and notified the appropriate personnel. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd angiocath IV catheter had sticky foreign matter. There was no report of exposure, serious injury or medical intervention.